Event description:
Caller states that they called the paramedics because he felt he was going into shock and had low blood glucose symptoms. He reports calling the paramedics also based on low results his device provided (results np). Caller reports that he received a reading of 94mg/dl that day and that the paramedics received a reading of 31mg/dl (timeframe between results not provided). He reports being treated by paramedics with juice. Caller reports using glucose control solutions but no results were reported. Requested return of suspect device and replacement was sent.